Event description:
Caller reported a malfunction on pump with a specific malfunction code displayed. There was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted caller in resetting pump, after which malfunction did not recur. Caller was instructed to call back if issue happened again and understood guidance given.